Event description:
On (B)(6) additional information was received stating the ins and both extensions were explanted on (B)(6). The explanted devices were received by the manufacturer. It was stated it was unclear what the oor message was caused by. The oor message was confirmed to be resolved after the explant.

Manufacturer narrative:
Continuation of d11: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)explanted: (B)(6)product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #250266727:analysis information -- (B)(6) 13:42:59 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3708660 lot# serial# nkn211839v implanted: (B)(6) explanted: (B)(6) product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or v(B)(6)erify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an out of regulation (oor) message on the tablet and patient programmer (pp). The manufacturing representative (rep) was notified by the healthcare provider (hcp). The rep interrogated, ran impedances which all appeared within range, and cleared the oor. It was stated the patient was "previously seen on (B)(6) 2019 for oor where device was interrogated, impedances were ran, and oor was cleared." As the event date provided was (B)(6) 2019, it was unclear whether this was intended to indicate a single or secondary occurrence. It was noted the patient does not have high parameters. It was reviewed to have the patient monitor and record what they are doing at the time of oor if it occurs again, that the rep could try to check impedances to see if positionally related or palpate along the system. Additional information was received from the manufacturer representative (rep) reporting that the patient was seen for oor again. Rep stated today the patient could not clear oor. Rep ran impedances and they were in normal range. Rep stated oor cleared. Patient has been reporting intermittent therapy in conjunction with this oor. Oor appears every time they communicate with the ins. They are planning a revision surgery on (B)(6) 2020 where they will look at the ins/extension connection and may consider removing them at that time.